Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure, the spacer was broken. The device was removed from the patient a new device was successfully implanted.